Event description:
Information was received indicating that the motor to a smiths medical cadd-prizm® vip infusion pump was reported to be pulling too much current. There were no reported adverse effects.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection found there to be no cracks on the case, but fluid ingression was present. A review of the event history log found there to be "9 volts battery depleted" alarm messages. The pump's battery life and motor currents were tested. No problem was found with the pump's motor pulling too much current during the investigation. The complaint was not confirmed.